Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the device history records found a nonconformance related to the product. However, the nonconformance was identified as a cosmetic issue and did not affect product integrity or functionality. The product was, therefore, approved for use. The DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2011-01328. The patient received his scs system, including an ipg on (B)(6) 2009 and surgical lead on (B)(6) 2010. It was reported that the patient had developed an infection of the ipg pocket site and the lead incision site. The physician explanted the patient's ipg and lead on (B)(6) 2011. It was unknown whether a culture was taken. Follow up on the patient found that he was treated with intravenous antibiotics and the infection was resolving. No further patient complications were reported. The explanted devices will not be returned to the manufacturer for analysis.